Manufacturer narrative:
External insulation abrasion was noted at 22.2-22.5 cm and 22.3-22.4 cm from the pin consistent with lead friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was programmed off in 2011 due to noise and low impedance. The patient presented on (B)(6) 2018 for normal generator replacement procedure. The lead was explanted and replaced. The patient was stable after the procedure.